Event description:
Hill-rom received a report from the account stating the bed exit alarm is not alarming. The bed was located at the account in 4 medsurg. There was no pt/user injury reported. This report was filed in our complaint handling sys as (B)(4).

Manufacturer narrative:
Hill-rom technical support found the bed sensor strips inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007, 2009, 2010, and 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the bed sensor strips to resolve the issue. Based on this info, no further action is required.